Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The first sample initially resulted in an hcg+beta value of 0.201 miu/ml and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6)2022, resulting in a value of > 10000 miu/ml with a data flag. The sample was diluted and repeated, resulting in a value of 15884 miu/ml. The second sample initially resulted in an hcg+beta value of 0.23 miu/ml. The sample was repeated, resulting in a value of > 10000 miu/ml with a data flag. The sample was repeated again, resulting in a value of approximately 15000 miu/ml. No incorrect results from this sample were reported outside of the laboratory. The customer received a liquid level detection alarm at the time of sample measurement. The hcg+beta reagent lot number was 61488801, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue was resolved after replacement of a liquid level detection circuit board.

Manufacturer narrative:
Section b7 was updated. The initial report stated: "the second sample initially resulted in an hcg+beta value of 0.23 miu/ml. The sample was repeated, resulting in a value of > 10000 miu/ml with a data flag. The sample was repeated again, resulting in a value of approximately 15000 miu/ml. No incorrect results from this sample were reported outside of the laboratory. The customer received a liquid level detection alarm at the time of sample measurement." Additional details were provided for the second sample. This paragraph should read: "on (B)(6)2022 the second sample initially resulted in an hcg+beta value of 0.233 miu/ml. The sample was repeated and no result was received, only "???." The sample was repeated, resulting in a value of > 10000 miu/ml with a data flag. The sample was repeated again using a 1:100 dilution and the result was 10.00 miu/ml with a data flag. The sample was repeated 3 more times and no result was provided, only "???." The sample was repeated again on a different instrument resulting in a value of approximately 15000 miu/ml. No incorrect results from this sample were reported outside of the laboratory. The customer received a liquid level detection alarm at the time of sample measurement." On (B)(6) 2022 the field service engineer (fse) replaced various instrument parts. Following the service visit, the customer had no further issues. The investigation is ongoing.